Event description:
Pt reported that back to back test readings performed on their ss meter were 72 and 271mg/dl (116% difference). Tests were performed within 10 minutes of eath other using separate finger sticks. No symptoms were reported. Control test reading was in range. The meter is not cleaned according to MFR's product recommendations. Unable to reach pt to follow up. Letter was sent to pt requesting that they contact lfs. There was no allegation of harm.